Manufacturer narrative:
A leak was observed on the unexposed portion of the cannula. The damaged cannula is confirmed to have caused improper delivery of insulin. It was observed that the body of the hard cannula was bent. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 24 mmol/l (432 mg/dl). The pod was worn on the patient's back for between 5 and 24 hours. As treatment, a new pod was applied.